Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on 15-may-2024. Infusion set has been used for around one day. Previously customer replaced non-serialized product. The blood glucose level was high. Therefore, patient was treated with IV -bolus. No further information available.